Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected battery power loss anomaly and no rewind anomaly during test noted. Pump received with minor scratched lcd window and missing reservoir tube o-ring. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen was polarized, rubber fell off. Customer stated the insulin pump had low battery alarm, rewind was louder. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.